Manufacturer narrative:
(B)(4).

Event description:
Procedure type: right vats, open wedge frozen section, with lobectomy bronchoscopy. According to the reporter: surgeon performed dissection for lung volume reduction. With the initial device the surgeon completed 4 firings, on the 5th firing the reload would not open. The stapler was discarded and a second stapler opened and fired without incident. The gun was reloaded and fired, the stapler then would not open. The surgeon tried to open the stapler for 15mins without success. The device was locked on tissue and tissue had to be dissected using an ethicon echelon around the jaws in order to remove the device with unanticipated tissue loss. Operating time was extended by approximately 30mins and then completed without further incident. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500 cc. There was no unintended re-operation required or extension of incision. Patient status: no adverse effects.

Manufacturer narrative:
(B)(4).